Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2018. Model: 5076-52, lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead displayed high thresholds and no capture. Additionally, the right ventricular (rv) lead displayed varying and high superior vena cava (svc) defibrillation coil impedance and varying rv defibrillation coil impedance. A fracture of the svc coil is suspected. Both leads have been extracted and replaced. No patient complications have been reported as a result of this event.